Event description:
The device was used during a roux-en-y. Reportedly, a leakage was discovered on the last centimeter of the stapler line. The surgeon performed a re-operation to correct the condition.